Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their back pocket and sat down, causing the pump touch screen to become shattered. Customer is unable to interact with the pump touch screen for insulin delivery due to the shattered screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.